Manufacturer narrative:
Adding UDI # (B)(4) this follow up report is to correct information that was submitted in the initial MDR: correcting: catalog #: from catalog # unk atis ev implant to catalog # 68011151. Lot # : from lot # unknown to lot # 502884. This is a follow up report to correct this information. Device received for this event is being corrected from unknown atis ev implant catalog # unknown atis ev implant to omnitaper ev ø3.8 x 13mm osseospeed catalog # 68011151.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The implant was not evaluated, but the given information. Also the guide guide and planning will be evaluated. As per complainant the the implant was removed due to issues with the guide.

Event description:
It was reported that a patient experienced a dental implant loss.